Event description:
It was reported that the patient scs system was not helping. The patient underwent an explant procedure where all device was explanted. The explanted device will not be return as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately few years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7071291.